Manufacturer narrative:
A user carton was returned for evaluation. The carton contained the following items: * an unused iab (s/n m1436162) in its sealed packaging. * insertion kit tray (lot: unk).* instructions for use.visual examination revealed that all the insertion kit components were positioned in the blister tray correctly but the kit's outer pouch was absent. One of the tray tabs were not interlocked. Probable cause of difficulty: co's shipping and quality control documentation indicates that a completely packaged and inspected intra-aortic balloon catheter was shipped to the facility on 9/17/96. Unfortunately, it is not possible to determine when the insertion kit was removed from its pouch causing the kit to become unsterile. Since co takes the position that the customer is always correct, a free replacement was authorized for the facility.

Event description:
There was no outer wrapping on the insertion kit supplied with the iab. The iab was not used. Event complications: unknown - reported 11/25/96. Pt's current status: unk - rpt'd 11/25/96.